Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5, d4 serial # and UDI, h4, and h6 (device problem code). The device was returned to zoll medical corporation for evaluation. During the disassembly of the device to determine root cause, the technician observed damage consistent with mis-handling. The on/off gasket was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to power on during the code.

Manufacturer narrative:
This device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed during the code. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.